Event description:
It was reported that the display was showing a ¿call your doctor¿ icon. It was noted that the manufacturing representative received a call from the implant center who received a call from a deep brain stimulation (dbs) patient¿s son who reported that they got a ¿pos¿ message on the recharger on the day prior to report. Additional information received reported that there were no diagnostic tests performed. It was noted that the patient allowed the stimulator to completely deplete and required physician intervention to reset device. It was noted that the device was now working properly and that the patient received additional training from the neurologist. It was noted that the patient had a physician visit on (B)(6) 2013 to reset the device and to provide education on recharging. It was noted that the patient was doing well, the device was functioning normally and that the patient was receiving therapy.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).